Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). The patient reported decreasing efficacy of the pump despite an increase in infusion dose/rate at their initial visit as a new patient to the clinic on (B)(6) 2015. An MRI has not been performed as they are waiting on insurance approval. No change of status was reported at a follow-up visit to the clinic to refill the pump on (B)(6) 2016. The patient was encouraged to get an MRI.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
On (B)(6) 2015 information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine via an implanted pump system. The order was to scan the catheter tip for patency and to rule out a granuloma. The patient reportedly had a history of alzheimer's, but the patient also indicated it was a new onset so the "hcp was not trusting the information the patient was providing". Additional information was requested to determine what prompted the need for the MRI, what were the results of the MRI, what actions or interventions were taken to resolve the issue (if an issue was discovered), and if the cause of the issue was determined